Event description:
Caller alleged imprecision with inratio meter. Results as follows: date: (B)(6) 2011, inratio: >7.5, 6.3, 4.1. Pt's therapeutic range: 2.5-3.5 inr.

Manufacturer narrative:
Investigation pending.